Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir is leaking. The customer¿s blood glucose level was 270mg/dl at the time of incident, treated with pump but declined to trouble shoot for high blood glucose. The customer states reservoir is leaking and was assisted with trouble shooting. Customer mention buttons are unresponsive but declined to trouble shoot. The reservoir is being replaced and is expected to return for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per des8654. Reservoir and transfer guard found it easy to fill. No leakage anomaly was observed during filling. (B)(4).